Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the cause of the issue was unknown. It was unknown if the issue has been resolved. The patient got their replacement charger and antenna but they often see zero bars when charging. They generally are able to keep their generator charged to 75% or more, so it is not an emergency. There was an arrangement made to check out their charging system during the week of (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating no actions/interventions were taking and the rep was still unsure if there was an issue. The cause of the issue was not determined and the issue was not resolved. The rep had an appointment to meet with the patient on (B)(6) 2019. Additional information was received stating the rep went to the patient's house to assess the issue. The patient's generator was fully charged and off. The patient was unaware the generator was off. Impedances were within normal range and the generator was turned on per the patient's request. The recharging system was in good working order. Instructions were given on coupling/placement/positioning for more effective coupling and more efficient charging. All 8 bars were present with coupling confirming efficient charging. The patient was originally sitting upright and leaning forward when charging. It was recommended the patient use a slight postural reclining for better positioning and instructed patient tor press green button on charging box to "reset" coupling status bars.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, lot#: unknown, product type: recharger. Product ID: 37651, serial#: (B)(4), product type: recharger. Product ID: 37651, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient had poor coupling and could not get any bars. It was noted the patient charged on the skin with adhesive disks. Utilizing the antenna locate feature resolved the issue. The patient had 6-8 bars. No symptoms or complications were reported or anticipated. The caller called back and kept trying to recharge but kept intermittently losing the 8 bars. A replacement insr antenna was sent. Additional information was received from the patient stating that they received the recharger antenna and was still getting intermittent coupling. Additional information was received from the patient: the original replacement antenna didn¿t resolve the issue. They put the new antenna on and used it for 5 days and was never able to have a successful charge. They even rotated the dial all around while charging. They were then using another different new antenna and a new recharger to see if they could charge their battery. Additional information was received from the rep and hcp: it was reported that the patient wasn¿t sure if their product worked well. It itself was a replacement product, and they did not have it with them for the rep to test. The rep told the patient that it should be replaced if it didn¿t work for them, and the number to patient services was given. The patient said that their previous recharger stopped working and that they had it replaced. They said that they thought their new recharger antenna may not work properly, but they weren¿t sure. They were in the hospital and neglected to bring their recharger, so the rep couldn¿t check it out. Troubleshooting could not be done as the patient didn¿t bring their recharger with them. It was reviewed that the patient should get a new antenna/recharger unit if it didn¿t work for them, and have it replaced. The number was given and confirmed the patient knew how to charge properly and was given a manual and website with charging instructions. It was unknown if the issue was resolved. It was also reported that the ipg was off when the rep checked it. The patient was unsure how it turned off. The patient said they went five days without charging and that their unit went off, but that they turned it back on after they recharged. Impedances were checked, and all were in normal range. It was reiterated that the ipg was turned back on with their doctor in the room at their direction. The issue was resolved. There were no further complications reported. Additional information was received from the consumer. It was reported an old recharger was giving the patient problems and a new antenna was sent but it couldn¿t help. Then a new recharger was sent. The caller reported "when I came home on saturday, I had success" and had success over the next 3 days. Then they had 12 days of no success as of (B)(6) 2019. It was reported it really varied from sleep, shoes, what they ate, and other reasons. Additional information was received from the consumer. It was reported the patient received a new antenna and recharger and was still not able to charge. The patient stated she had inconsistent charging sessions, sometimes getting 8 bars and sometimes getting 0 bars. The patient also mentioned she recently tried charging for "a whole entire hour and had 8 bars the entire time" with no charging progress. The patient stated the ins was three quarters full. The patient planned to let the ins charge for an extended period of time and would talk to the health care professional (hcp) if the issue did not resolve.